Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿simultaneous femoral osteotomy and total knee arthroplasty for treatment of osteoarthritis associated with severe extra-articular deformity¿, written by jess h. Loner, et al, published in the journal of bone and joint surgery vol. 82-a, no. 3 in march 2000, was reviewed. The purpose of the article was to report the authors¿ experience with the use of simultaneous corrective osteotomy and total knee arthroplasty for the treatment of eleven patients with osteoarthritis of the knee and ipsilateral extra-articular angular deformity of the femur. Products used: press-fit condylar implant, depuy between 1990 and 1996, there were 11 patients who underwent a femoral osteotomy and total knee arthroplasty with extra-articular femoral deformity associated with advanced bicompartmental or tricompartmental osteoarthritis of the ipsilateral knee. Depuy implants were used in eight of the 11 patients. There was a patient who suffered a pulmonary embolism seven days postoperatively and was treated with intravenous heparin therapy. The implant this patient had was not specified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.